Event description:
I used renu with moistureloc saline solution for about a week. I have always used the same type of contacts, but after I switched to the moisture loc my left eye turned pink and irritated. I went to the eye drs and they told me I had an ulcer and needed to stop using the moisture loc. The dr said that I got the ulcer from a fungus that is thought to be caused by this solution. The dates that I used was from the end of april and beginning of may for a week in total.